Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the lock of the video connector was damaged, resulting in no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the visera elite video system center displayed error e209 (the internal buffer is not connected) and error b40 (the video system center is damaged) during the therapeutic procedure. The patient was not under anesthesia and the intended plasma cutting procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
Correction to h6 - removed code 10- testing of actual device. Correction to h10- the device was not returned as stated in the initial medwatch. Findings in h10 were mistakenly added and from the repair history (a previous report). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported issue could not be determined as the device was not returned for evaluation. It was noted that the device was not returned because the customer was unable to replicate the errors. Olympus will continue to monitor field performance for this device.